Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Manufacturer narrative:
At the time of troubleshooting, the cca confirmed that the subject meter powered off during the expected time frame. The patient also informed the cca that there were numerous products in the carrying that may have inadvertently powered the meter on when the carrying case was closed. Device evaluation: the lay user/patient's product(s) involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was indicating an unusual issue. The complaint was classified based on the conversation between the patient and the customer care advocate (cca) because the medical surveillance specialist (mss) was unable to reach the lay user/ patient by phone for follow-up questions. The customer service quality assurance specialist reviewed the (B)(6) call to obtain and verify the information. The patient reported the alleged issue began on the morning of (B)(6) 2011. The patient claimed she manages her diabetes with oral medication (glucophage) and insulin (lantus). Despite the alleged issue, the patient claimed she continued taking 2 pills of glucophage and 50 units of lantus as usual. Two days after the alleged issue began, the patient claimed she became nervous and sweaty. In spite of her symptoms, the patient denied seeking any medical treatment. At the time of troubleshooting, the cca walked the patient through resolving the alleged issue. The alleged issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.